Event description:
It was reported that on (B)(6) 2022, the patient was readmitted for sustained ventricular arrhythmia which needed direct-current cardioversion or defibrillation as a treatment. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported ventricular arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas) (B)(4). No product available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04feb2018. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.